Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. Post steerable guide catheter(sgc) removal, bidirectional shunt was observed. Atrial septal defect was closed by amplatzer. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation appears to be related to procedural conditions due to septal puncture and removal of the device. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the atrial septal defect was closed by amplatzer. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. Post steerable guide catheter(sgc) removal, bidirectional shunt was observed. Atrial septal defect was closed by amplatzer. There was no clinically significant delay. No additional information was provided.